Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the sensor was failing. The caller reported an unexpected re-initialization with the sensor. The caller also reported a weak signal and a sensor error alarm with the sensor. The caller also reported the customer experienced a low of 38 mg/dl. The customer was advised the transmitter may be damaged. The customer will not be returning the insulin pump for analysis.